Event description:
It was reported that the blue mainbody of a minicap transfer set was found damaged. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received, only a photograph of the sample was received. The actual device was not available; however, a photograph of the sample was provided for evaluation which identified broken occluder feet. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.